Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that all pairs of electrodes with contacts 0 through 7 had impedance of over 10k ohms. It was reported that contacts 8 ¿ 15 were fine and had impedances of 900 ¿ 1000 ohms. The manufacturer representative planned to work with the patient to reprogram their ins. No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.